Event description:
It was reported 500ml of dextrose 10%, normal saline 0.45% with potassium 2meq/100ml was infusing at a rate of 9ml/hr. The initial 500ml bag was stable and running for 36 hours. The clinician was assessing patient when they noticed that the bag of IV fluids was dry despite module still running at programmed rate of 9ml/hr. Clinician traced tubing and noted the air had filled the tube to approximately an inch below the pump chamber. It was reported the pump did not alarm for air in the line. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.